Event description:
Material # 301027 and batch # 4183013. It was reported that the bd syringe 5ml ll bns plunger rod was broken / damaged. The following information was provided by the initial reporter: it was reported by customer that on 31/oct/2024 packaging area reported broken plunger in syringe rm0741616 ¿syringe, luer lock, 5ml ¿during the component placing process, two bd lots were supplied to the wo 4684112 /lot# rejw2360, the bd component involved lot are: 54910572 & 55144986, both associated to supplier lot# 4183013. Verbatim: rcc received a complaint via email. Attached you will be finding the formal rejection notice for rm0741616 ¿syringe, luer lock, 5ml on 31/oct/2024 packaging area reported broken plunger in syringe rm0741616 ¿syringe, luer lock, 5ml ¿.

Manufacturer narrative:
E.1. Address was not located and il was used. Investigation summary: one hundred samples and four photos of 5ml luer-lok syringes from material 301027 were provided to our quality team for investigation. Upon visual inspection of samples and photos, it was observed that chunk of the rib broken off from all the plunger rods. Potential root cause for the plunger rod broken defect is associated with the assembly process. As part of investigation the technician was interviewed, and the production database and technical logs were reviewed. The production database shows there was a history of excessive plunger rod torque jams on multiple shifts during the production of this batch with one adjustment made, and no requalification was performed. As corrective actions, a quality alert will be issued to the plant and all associates from the batch will be re-educated to the applicable work instruction. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.